Event description:
It was reported that the presented for a device check. Upon review, it was discovered that the right atrial lead exhibited far r oversensing. Programming changes were performed. The patient was in stable condition.